Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient had swelling in legs and they were voiding frequently. Patient had urinary track infection. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Event description:
Additional information was received from a consumer (con) via a manufacturer representative (rep). It was reported that the patient had taken lasix due to their legs being swollen. When they took lasix, they urinated more. It was noted that they were feeling stimulation. They also noticed a speck of blood in their pad. On (B)(6) 2017, it was reported that the patient was going to move forward with the implant. However, they did have a urinary tract infection (uti).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.